Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo, lesion with moderate tortuosity, moderate calcification and 90% stenosis in the left profunda artery. During the procedure the armada 18 balloon was impossible to inflate. There was no damage found during preparation of the device. The balloon outside the patient was attempted to be inflated without success. There were no leaks noted in the device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported inflation issue was due to the stretched outer member; however, a conclusive cause for the damage could not be determined.